Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the reporter's complaint that the unit was stuck in reverse was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Event description:
On (B)(6) 2013 received a report by the purchasing representative, who advised that the electric pen drive was stuck in reverse. No further information could be attained. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(6).